Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the device was cracked on lower left right front corner and was also cracked on right plunger case and battery door. During occlusion testing, motor rate error was found. The root cause of the reported issue was found to be normal wear. A combination of white teflon flakes, motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventative maintenance and all functional testing which passed. D4 (UDI) is unknown. No product information has been provided to date.